Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the blade tip broke off. No patient consequences. The piece did not fall into the patient.